Manufacturer narrative:
Additional point of contact - initial reporter- (B)(6). Alarm occurred, esp personnel reviewed what the alarm might indicate, to check for signs of blood in the helium tubing and to verify all connections are secure on each occurrence.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss alarm occurred. There was no harm or injury reported.